Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25155316,25155144, and 25154834 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 06apr2021 and investigated on 14may2021. There were signs of clinical use on the jaws. Signs of clinical use and evidence of no blood was observed. The heater wire was observed to be intact, no visual defects were observed. The silicone insulation was observed to be intact, no visual defects were observed. Based on the condition of the device as found, the reported complaint was not confirmed for ¿material twisted/bent; wire.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip of scissors broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip of scissors broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.